Event description:
There was an allegation of an issue with the display of coaguchek xs meter serial number (B)(4). During troubleshooting for an incorrect unit of measure set on the meter, the results in the meter memory were reviewed. The patient alleged the results in the meter memory do not match what is written in her logbook. For the date of (B)(6) 2022, the patient wrote 2.1 inr in the logbook for the date of (B)(6) 2022, the patient wrote 2.1 inr in the logbook. The date on the meter was not set correctly. In the meter memory, there was a result of 2.5 inr at 07:36 am on a date of (B)(6) 2018. The actual date for this result was (B)(6) 2022. In the meter memory, there was a result of 3.1 inr at 10:18 am on a date of (B)(6) 2018. The actual date for this result was (B)(6) 2022. The patient did not know if there was actually a result of 2.1 inr on (B)(6) 2022. The patient was adamant the meter displayed a result of 2.1 inr on (B)(6) 2022 and did not show a result of 3.1 inr.

Manufacturer narrative:
A display check was performed and the display is complete. The results in the meter memory are displayed as bold and clear. The patient was provided with a replacement meter. The investigation is ongoing.

Manufacturer narrative:
The investigation determined as the meter´s date was set incorrectly, it can be explained that the results in the meter memory do not match what is written in the patient´s logbook. As the display was complete when performing a display test, a malfunction of the meter was excluded.